Manufacturer narrative:
Date inaccurate, only the year is valid if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a implantable neurostimulator (ins) for peripheral neuropathy. It was reported that the patient saw an end of service message; there was no dissatisfaction with the ins longevity. The patient did note that they felt the ins was not keeping up its charge and they were charging more often; they did see a code on the screen but ignored and bypassed it. The patient noted they could feel the ins was no longer working, meaning they weren't feeling stimulation. No symptoms or further complications reported.